Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome, which caused the left ventricular lead pacing impedance to increase. A chest x-ray revealed lead migration; the right ventricular and left ventricular leads were slightly retracted and tangled. The left ventricular lead was reprogrammed, and both leads remain in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.